Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. The cartridge was dislodged from the pump while the customer was running on a treadmill. A cartridge change was performed to address the issue. Upon loading a new cartridge, a minimum fill notification occurred after filling a cartridge with 110 units of insulin. A new cartridge was successfully loaded, and customer resumed insulin therapy. Customer¿s blood glucose was 79 mg/dl.